Event description:
It was reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicate. The system was tested and found to be working as intended and put back into service.